Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) blue cable will not plug in. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the front-end board. The fse also replaced the tidal volume disk due to age. This part was received with a reported unit failure message of blue cable does not plug in. Performed visual inspection of this part received and found the blue connector was damaged from inside and cannot be able to plug in connector from trainer side. The fat dept. Verified the failure message of blue cable connector does not plug in. Retaining front end board in the fat dept. Due to damaged connector this board is not going back to supplier for further investigation.